Event description:
It is reported that the surgeon was attempting to deploy an endeavor resolute drug eluting stent in the rca during the procedure. It is reported that the target vessel was not calcified. It is reported that the stent would not deploy so the surgeon pulled the stent out of the patient and they ballooned the area first. When the surgeon attempted to place the stent back into the patient for a second time, he had trouble again getting it to the lesion, so he pulled it out again and noticed that the stent itself had been stretched and some of the struts were sticking out also. It is reported that the case was successfully completed with a different stent and that there were no patient complications. Evaluation summary: the device was returned for evaluation. The distal tip was flared indicating that it may have been stubbed during advancement. The 1st twelve proximal stent segments and the 1st five distal segments were intact however the remaining segments were stretched and deformed. There was a slight gap evident between the 1st proximal segment and the balloon pillow indicating that the stent had moved slightly. Stent od's met specification.

Manufacturer narrative:
(B)(4). Evaluation results: (related to operational context) - failure to deliver the stent and stent deformation were most likely procedural related. (Inherent risk of procedure) - failure to deliver the stent and stent deformation are listed in the IFU as inherent risks of coronary stenting procedures. Evaluation conclusions: (related to operational context) - failure to deliver the stent and stent deformation were most likely procedural related. (Inherent risk of procedure) failure to deliver the stent and stent deformation are listed in the IFU as inherent risks of coronary stenting procedures.